Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they obtained erroneous results for two samples from one patient tested for total (free + complexed) psa - prostate-specific antigen (tpsa) and free psa (fpsa) on an e601 analyzer. The fpsa results of the patient were greater than the tpsa results. The erroneous results from one of the two patient samples were reported outside of the laboratory. This medwatch will cover the fpsa assay. (B)(4). The patient sample resulted as 2.62 ng/ml for fpsa and 0.62 ng/ml for tpsa. The patient was not adversely affected. The e601 analyzer serial number was (B)(4). A specific root cause could not be determined based on the information provided. A sample from the patient was requested for investigation purposes, but could not be provided.